Event description:
It is reported that the impactor instrument fractured upon impaction of the spacer during a surgical procedure.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As returned the reamer is fractured. Hardness and dimension taken are within specification. Design history records review indicates that all devices from the lot were manufactured to specifications. This instrument is manufactured on (B)(6) 2014 and had a potential field age of approximately two years. This device is used for treatment. Initial product history search conducted on (B)(6) 2016 revealed no additional complaints against the related part and lot combination. Per the package insert, it states, "do not subject instruments to high loads and/or impact as breakage can occur." However, it is reported that the surgical technique was utilzed. A definite root cause cannot be determined with the information provided.